Event description:
On (B)(6) 2012, the reporter called animas alleging that the up and down arrow keypad buttons are intermittently unresponsive when pressed requiring multiple attempts to evoke a response. The patient is reported to wear the pump underneath clothing against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged up and down arrow keypad button malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow, contrast and down arrow keypad buttons were intermittently unresponsive. The ok keypad button responded appropriately. The keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts.